Event description:
It was reported that during intra-aortic balloon (iab) therapy the fiber optic sensor could not be calibrated despite ruling out all typical causes. The customer unplugged the fiber optic cable and transduced the inner lumen of the iab which was successful. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.